Event description:
A report was received that the patient¿s scs stopped working. The patient will undergo a revision procedure wherein the scs system will either be explanted or the ipg will be replaced.

Manufacturer narrative:
Date of event: 2009.

Event description:
A report was received that the patient¿s scs stopped working. The patient will undergo a revision procedure wherein the scs system will either be explanted or the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation to address the pain areas, so he stopped using the precision stimulator. The patient underwent a revision wherein the ipg was replaced per the physician's preference. The explanted device was not returned to bsn as it was discarded by the medical facility.